Manufacturer narrative:
On (B)(6) 2016 it was detected form statistics that: second case of infection for the lot 151722 (mectacer ball head 01.29.203), third case of infection for the lot 152098 (dm liner 01.26.2848mhc). On the same day, the medical affairs director performed a clinical evaluation and commented as follows: in terms of statistical relevance, the circumstance that two infection cases have been reported concerning products belonging to the same production lot (of about 25-30 units) is irrelevant. Infection is definitely more concerned by possible problems in the sterilization lot, which includes many items (a couple of thousands) and several production lots. Therefore, the numbers reported in your problem report do not represent a quantitative anomaly in terms of infection rates. Batch review performed on 14 march 2016: (B)(4).

Event description:
The patient had signs of an infection. The surgeon washed out the hip and swapped the head and liner. The surgery was completed successfully. The pathogen was strep. The explants will not be returned. There are no x-rays available.

Manufacturer narrative:
On 13 may 2016 it was prepared a final report with the information already submitted in the initial report. On 31 may 2016 the report was sent to the initial reporter and the case was closed.